Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported whether any factors may have caused or contributed to the battery draining or what the cause of the battery draining, and impedance issue was unknown. The rep was going to find out if the longevity calculation had improved at the patient¿s next appointment on november 24th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep said patient's battery was at 94% in june when it was interrogated, however it's currently at 74% today. The rep said the patient has an open contact on electrode 9 at over 5k ohms. The patient did not experience loss of therapy. The patient was programmed at case and 9 .5ma 210usec 120hz - 5k ohms, now patient is programmed at case and 10 .5ma 210usec 120hz 1423 ohms. The rep doesn't know when impedance changed, other than between june and today. The rep said the patient was getting out of range message on his therapy device. The rep said battery estimate was just over 8 months today; it was reviewed with rep that battery longevity should be recalculated and show a longer battery longevity 7 days from now, since electrode 10 is at 1423 ohms compared to over 5k ohms on electrode 9.